Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while in the stomach, the device fired only half of the reload and the surgeon was not able to proceed firing the remaining half. The staple line was complete only until the center then not completed from the central to the distal end of the reload. It was also stated that during the firing, the first half of the reinforcement was split and appeared diluted and breaking down. Another reload was used to complete the case. There was no patient injury.